Manufacturer narrative:
(B)(4).

Event description:
The companion hospital cart was not in use by a patient. The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The hospital cart can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that the companion hospital cart power cord "falls out" when the hospital cart is being repositioned. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver and companion hospital cart were not in use by a patient. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and an internal, emergency battery. Syncardia initiated a CAPA (corrective and preventive action) to address the companion driver caddy power cord issue. The root cause investigation is ongoing. Potential corrective actions will be evaluated when the root cause investigation has been completed. Syncardia has completed its evaluation of this complaint and is closing this file.